Event description:
Replaced contact lenses as normal at 30 day interval. Noticed immediate blurred vision in right eye. Removed that contact lens, cleaned it and reinserted. Blurred vision continued. Tried to repeat steps the following day. Blurred vision continued. Discarded contact lens, replaced with new lens. Vision is once again normal. Appeared to be a defect in the lens. Diagnosis or reason for use: vision correction.